Event description:
Customer states the device did not shock in sync mode. At this time no other info is available.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.